Event description:
During an unspecified procedure in a calcified lesion, the maverick2 monorail balloon ruptured at 10 atms. The number of inflation and to what atms is unknown. The procedure was completed with another device. No patient injuries or complictions were reported.